Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis placed the instrument on an in-house system for functional testing; however, the instrument failed to self-check and the blade became exposed. The instrument was placed on the system twice and failed each time. As a result of the failure, further testing could not be performed. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was reported that the vessel sealer instrument did not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped working. The planned procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: it was reported that the vessel sealer instrument did not seal during the procedure. The sigmoid vessels to be sealed were normal. There were no errors displayed and no audible beeps heard to suggest any issues with the system. It was only when the surgeon went to cut that he noticed the vessel had not been sealed. The surgeon reported bleeding but immediately controlled it with another sealing instrument. There was no report of patient injury or harm.